Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300mg/dl. Customer stated that they were on the way to the hospital for low blood glucose of 20mg/dl and had treated with juice and blood glucose went up to 300mg/dl and was admitted. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot further. The insulin pump will not be returned for analysis.